Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided deflation with no trauma post procedure. As a result, explant was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 191562 number on october 21, 2022, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4) on october 26, 2022 mentor became aware that the incorrect mre manufacturing record evaluation statement was made with the initial report submitted. The incorrect statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The correct statement should have been: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The mre was not obtained until (B)(6) 2022.